Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer also had low blood glucose of 39 mg/dl. Customer decline to troubleshoot for low and high blood glucose reading. Customer also reported blank display and power error alarms. Customer states display is not blank currently. Customer states battery cap is neither damaged nor corroded. Troubleshoot was performed. Customer was advices to call back if the alarms and blank display reoccurred. Insulin pump will not be returning.